Event description:
Patient presented to the ed for a syncope episode. Has a portacath per patient for 1.5 years that was placed at another health care facility. On chest x-ray it is discovered the catheter is separated from the port. Patient to the operating room for us guided access to the rij and right cfv; fluoroscopy with radiologic supervision and interpretation. Snare of the catheter with a goose neck snare and removal os portacath. Ultrasound used to identify the right ij. Used a micropuncture needle to access the vein, placed a wire into the lumen, confirmed position with fluoroscopy. Exchanged the needle for the dilator and removed the inner cannula and wire. Placed a j wire into the dilator and into the ivc under fluoro guidance. Placed an 8 fr sheath in the right ij, attempted to snare the cath with a gooseneck snare with limited success from the rij in the heart and in the svc, due to limited steerability and induced arrhythmias decided to come from the r cfv. Used micropuncture needle to gain access to the r cfv as previously described for the rij and placed an 8 fr sheath. When they attempted to retrieve the cath from the svc and atrium, during this process the catheter was flipping around and induced an arrhythmia and asystole requiring CPR for 60-90 seconds. Able to return the patient to organized rhythm and a stiff glide wire was placed into the svc and the short 8 was exchanged for an 8 x 45 sheath and the glide wire was placed into the left brachiocephalic vein. Then placed a 6 fr guide cath into the left brachiocephalic vein over the wire and placed the goose neck snare within the lumen. Able to snare the cath and retrieve it from the body with the sheath intact. Since the patient was stable, opted to continue with the procedure and cut down on the port on the anterior chest and used electrocautery to free the port from surrounding tissue and removed it intact with the connector out of the cavity. Wound irrigated and hemostasis achieved, wound was closed. Patient to the ICU for continuity of care and close monitoring. Patient requesting we forward findings of manufacturer's investigation to her.